Event description:
Pt taken to or to have scheduled vitrectomy. Started procedure, occutome handpiece would not function properly. Changed handpiece twice and cassette in machine once. Vitrectomy machine, or handpiece still not functioning. Procedure was cancelled due to machine malfunction. Pt now has to have another surgery with possibility of a detached retina until pt can be rescheduled.